Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had subcutaneous emphysema on the left chest wall, related to the seven reloads and stapling device.

Event description:
According to the reporter, post operatively, on a video-assisted thoracoscopic resection lobectomy, the patient had subcutaneous emp hysema on the left chest wall, related to the seven reloads and stapling device.

Manufacturer narrative:
Correction: 2020-jun-30 tavans2: on 2020-04-03 the aware date was 2020-04-02. The aware date should be 06-aug-2019. If information is provided in the future, a supplemental report will be issued.